Event description:
A physician reported that an ophthalmic laser probe did not pass through the port, and did not insert in to the patient's eye during surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was product returned for evaluation. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. There were no similar complaints were reported for the product lot/batch/serial under investigation. The probe was received for evaluation. A visual assessment of the returned sample revealed no obvious non-conformities. The returned samples tip was visually inspected, inserted into a functioning trocar, and its measurements were taken. The sample was found to have met product specifications and have no problem with insertion into a trocar. However, the sample¿s laser radio frequency identification (rfid) tag was read, the sample was found to not be associated with the customer¿s reported lot. It should be noted that the laser probes are visually inspected during manufacturing based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).